Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Patient presented to the ER after a shock. Review of the egm's revealed inappropriate therapy due to noise on the ventricular channel. Noise was reproducible. Increase in sense/pace impedance was observed. The lead was explanted.

Manufacturer narrative:
The lead was returned in four pieces. Analysis identified multiple external insulation abrasions between the rv and svc shock coil at 7.3cm and 12.3cm from the distal tip, consistent with friction to another device. An internal insulation was observed at 4.7cm to 6.5cm from the distal tip. At this location, the etfe insulation of both re cables were damaged, which could cause the reported noise.